Event description:
It was reported the pt never had a therapeutic effect. The pt stated that the implant "is really not for me" and that she thinks that she has "nerve damage" because of the stimulator. The pt reported that she was experiencing "more" pain now and was going in for cortisone shots. The pt had the device reprogrammed twice since implant, but wasn't sure when the last time was. She thought it was in the (B) (6) of 2009. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).